Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dents on outer tube, cut on cable and cracked on side of video connector were found. Based on the results of the investigation, it is likely the following led to the malfunction: dark image due to low light transmission. The most probable root cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope had camera blacks out on and off. This issue occurred during preparation for use in a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had camera blacks out on and off. This issue occurred during preparation for use in a therapeutic procedure. There were no reports of patient harm.